Manufacturer narrative:
The information that made the case reportable was received on 06/22/2017, not 05/15/2017, as previously reported.

Manufacturer narrative:
Valve stenosis is a potential adverse events listed in the product instructions for use (IFU). Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. The early formation of an increased gradient across a bioprosthetic valve may also be indicative of developing thrombus on the leaflets. Per the IFU, thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the valve was initially implanted with an eoa and mean gradient indicating valve stenosis and the values remained elevated after 4 years. The initial root cause remains unknown however may be related to the effects of the sizing of the valve in valve procedure. There is no indication that the complaint resulted from a design or manufacturing issue, based on the information available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the partners 2b trial, the patient presented to the hospital with dyspnea while walking. An echo performed revealed an av gradient of 39mmhg on (B)(6) 2017. Another echo performed on (B)(6) 2017 measured the mean gradient to be 32mmhg, the peak gradient to be 52mmhg, and the valve area at 0.83cm2. Moderately severe stenosis of the valve was noted. No intervention was planned at that time. Medical records indicate the dyspnea was ¿largely due to [the patient¿s] restricted gait, shorter steps thus many more steps per distance¿. Review of serial echo reports ((B)(4)) revealed no regurgitation, a mean gradient of 31.75mmhg, a peak gradient of 55.44mmhg and the aortic valve area of 0.78cm² at 30 days. At 1 year, there was trace central regurgitation, mean gradient was 28.74mmhg, peak gradient 49.37mmhg and the aortic valve area was not measured. At 2 years there was mild central ai, mean gradient was 31.36mmhg, peak gradient of 58.64mmhg and the aortic valve area was .74cm². At 3 years central ai was moderate, mean gradient was 33.87mmhg, peak gradient was 60.93mmhg and the aortic valve area was not measured. A new CT was performed and the patient's heart failure status worsened from nyha ii to nyha iii. The sapien xt is now considered to be severely stenosed. It is unclear whether this is due to valve degeneration or mild thrombosis. A therapeutic trial of anticoagulation with coumadin for 2 to 3 months was recommended. If gradients remain severely elevated, a repeat tavr procedure is recommended.